Event description:
It was reported that there was filling difficulties. The physician described 1st 20ml vial filling with no difficulties, but could only add 4ml of the 2nd vial. The md filled the patient with 20ml and would bring back into the office for a refill on (B)(6) 2015 at 9:30. The physician was consulted on air possibly entering system and advised the next time he should withdrawal all fluid to restart pump refill procedure. There were no patient symptoms or complications associated with the event. The pump system was delivering lioresal. The patient status at the time of report was "alive-no injury."

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).